Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to an abnormal signal. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.